Event description:
It was reported that the insulin pump was exposed to water and was alarming. The mother stated that she attempted to clear the alarm with no results. No further information was performed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display due to moisture damage on the electronic assembly. Further testing was not performed due to the blank display.